Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis symfony intraocular lens (iol), model zxr00 21.0 diopter, was implanted on (B)(6) 2017 and later explanted on (B)(6) 2017 because the surgeon wanted to switch to a multifocal lens for improved vision. The replacement lens was a model zlb00 21.0 diopter lens. No additional information was provided.

Manufacturer narrative:
Additional information received reported there was no problem with the lens itself and there were no other visual issues with the patient. Also, there was no incision enlargement or vitrectomy. The patient was in good health with no complications when discharged. No additional information was provided. Device available for evaluation?: yes, returned to manufacturer on 08/24/2017. Device returned to manufacturer?: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.